Event description:
Customer reports fire from their adc device. Customer further reports, while their device was "connected" the "cord burned out." No further details were provided. Customer does report using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issue was observed. Usb cable was returned with the reader. Visual inspection has been performed on the usb/charging cable and observed fire damaged. A built-in reader test was performed and the test passed. De-cased the reader and performed visual inspection on pcba and no signs of damage, burn marks or corrosion was observed. Stm processor was present. The battery was measured which was within the specified range. The off-current was measured which was within the specified range. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. There was no evidence observed that would cause the reader to become ¿too hot to hold" per the customers complaint. Visual inspection has been performed on the usb/charging cable. An extended investigation has been performed. A visual inspection was performed. No signs of damage were observed on the reader. Burn marks were identified on the returned cable, confirming phase 1 findings. The data obtained during the initial scan in phase 1 showed no abnormalities. Functional testing was conducted on the returned device. The measured the returned battery voltage, which was within the required threshold. The device successfully powered on via button press and strip insertion. Off-current consumption testing using keithley eq5110 measured, which was within the specified range for freestyle libre readers with an stm processor. No further testing could be conducted due to the power adapter not being returned. The device history record (DHR) was reviewed, and the product passed all quality control tests prior to distribution, with no anomalies identified. Hpqe determined that evaluation of all returned components of the reader kit¿including the reader, usb cable, and power adapter¿is necessary to isolate the root cause of a potentially faulty usb cable. As the power adapter was not returned, this case will be closed as ¿no product returned.¿ all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports fire from their adc device. Customer further reports, while their device was "connected" the "cord burned out." No further details were provided. Customer does report using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.